Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd nano¿ 2nd gen pen needles the needle is difficult to attach to the pen. This is the 1st of 2 incidents. The following information was provided by the initial reporter: consumer reported that the needle is difficult to attach to the insulin pen.

Event description:
It was reported that during use with an unspecified amount of bd nano¿ 2nd gen pen needles the needle is difficult to attach to the pen. This is the 1st of 2 incidents. The following information was provided by the initial reporter: consumer reported that the needle is difficult to attach to the insulin pen.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed, and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.